Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient product ID m943899a lot# unknown serial# implanted: explanted: product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting pt called back stating they could not reach a representative in their area for no one would answer them back to get the ins reprogrammed. Pt noted they had spoken to a woman and a man in the area; pt was wanting contact info for their manufacturer representative (rep). Pt mentioned the already documented event that they had not had any benefit from the ins in the last two years and they thought the controller might be bad since it was not charging the ins right (ps understood due to ins charging duration as commented earlier). Pt had been trying to get their therapy on the last year and a half or two years, they had an appointment in july and august and it got canceled. Patient services redirected pt to their hcp. Ps was going to provided pt national answering phone number but the pt said someone was calling them and needed to disconnect the call.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the pt could not find anyone that would set it up their stimulator, the pt had not used it for over a year and they tried to turn it on a couple times but the pt did not know if it was working or not for the pt would go by faith. Pt noted they had another scs device and it worked fine, the pt changed to mdt device because the mdt scs devices were able to do an MRI. Pt noted the scs device was better than surgery and drugs. When the pt first had their ins set up they had 2 or 3 programs and a couple maybe tingle a little bit but the pt could not walk very well since everything they do hurts. The pt had not had the ins programmed in a year and a half; during that time they had tried to charge it and put it on but the system was inconvenient. Pt complained the belt was the worst design belt for it was terrible. The other belt they had for a previous stimulator was better. Also the charging time for the controller and ins process took too long; and about the time they got the ins working it drained for the ins battery did not last as long. When asked for event date pt said they did not believe they got relief from the ins. The last time the ins was programmed was in montana and the rep had to try to fix it then. Now the pt was really hurting and they had been trying to fix this for a year and a half; the pt was hurting off and on. The patient was redirected to their healthcare provider to further address the issue. Patient service provided patient with nas phone number.